Event description:
Upon pre-discharge follow-up (after implantation) on (B)(6) 2009: it was difficult to perform real-time sensing tests (no iecg available; the iecg appeared only after the 3rd attempt). Implant date was displayed as (B)(6) 2009, although actual implant date was (B)(6) 2009. Instable behaviour of the programmer and of the printer.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filling this MDR at this time. Analysis is pending.